Manufacturer narrative:
Concomitant products: 6935m62 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing an alert tone. It was determined that an alert had triggered for low pacing impedance on the left ventricular (lv) lead. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.